Event description:
It was reported that the patient presented to the hospital for a routine generator replacement. During the procedure, the right atrial (ra) lead was found to be stuck in the pacemaker header. Despite multiple attempts, the ra lead could not be removed from the header. The ra lead was subsequently capped on (B)(6) 2026. A new pacemaker and a new right ventricular (rv) lead were implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
Correction section d10 : the "concomitant medical products and therapy dates" should have been reported for the related product in the event. Entry has been updated as above.